Event description:
When using the novasure ablation device for an endometrial ablation, the dr. Was unable to perform cavity assessment during insertion of novasure device and the device was noted to be bubbling and leaking blood and fluid at pressure gauge. The novasure device removed and a new novasure device opened and used for case without incident.